Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 141 mg/dl. Customer had diabetic seizure. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.